Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left hip revision of old depuy asr acetabular cup and head for instability of the hip. Revision required removal of old metal on metal bearing surface and replaced with traditional metal on poly bearing. The revision also involved a screw removal from the retro acetabular area that was grinding on the metal head causing the patients symptoms. There was no wear on the head. The manufacturer of the screw is unknown. Doi: (B)(6) 2007, dor: (B)(6) 2021, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed.